Event description:
Has had permanent pacemaker 10+ yrs. Had been having dizzy spells at home recently. Found on floor at home unresponsive. Emergency med sys was called. Pt with shallow respirations and bradycardia with heart rate 20's-30's on arrival to ER. Pt required resuscitation efforts. Temporary pacemaker was inserted on 5/14/98. Physician indicates loss of capture due to fractured lead.